Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the motor of the handpiece was not working. The handpiece overheated. There was no patient involvement.

Manufacturer narrative:
Analysis found that the handpiece was stuck in the housing. The motor did not run. The motor was worn inside and could not be repaired. The parts were contaminated. The parts have been cleaned. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was reported that the event happened during theatre staff training, in non sterile area, the handpiece overheated gradually. Another handpiece was used to continue the training.